Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx2497 showed two other similar product complaints from this lot number.

Event description:
It was reported by the sales rep that the facility reported having a PICC wire that would not display the yellow 3cg rhythm. They stated the rhythm line was either flat-line or squared off artifact. They also stated that sometimes the rhythm would show up of they held the PICC wire at just the right spot or manipulated it. The sales rep stated that chest x-rays were used to verify tip location. There was no reported patient injury.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx2497 showed two other similar product complaints from this lot number.

Event description:
It was reported by the sales rep that the facility reported having a PICC wire that would not display the yellow 3cg rhythm. They stated the rhythm line was either flat-line or squared off artifact. They also stated that sometimes the rhythm would show up of they held the PICC wire at just the right spot or manipulated it. The sales rep stated that chest x-rays were used to verify tip location. There was no reported patient injury.